Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not show image. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not reproduced. However, device evaluation found an intermittent image , bad cable unit connector was observed. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is likely that due to a bad cable unit connector, the subject device displayed an intermittent image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not show image. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.